Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was defective, and the plastic was burnt. There was no report of patient involvement or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test. The complaint was confirmed based on failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the damage was noticed before sterilization during the inspection under the magnifying glass. The plastic of the working part of the instrument was no longer intact. There was a thermal damage. The instrument was used on the 4th radical prostatectomy on (B)(6) 2024 with the da vinci system: (B)(4). The instrument was not inspected prior to use. The instrument was not used again after the damage was noticed. Also, there were no abnormalities during pre-cleaning in the operating room. The instrument did not collide with any other instrument or tool during the procedure. There was no arcing observed during the procedure. The patient was not injured. The instrument was returned to intuitive. No photographic images of the device(s) or a video recording of the procedure are available for isi review.

Event description:
Refer to h10/h11 for follow-up information.